Event description:
It was reported that the pump volume was too low. Customers blood glucose was between 80-180 mg/dl. No additional customer or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.